Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
A patient reported that the top tray cuts off all gum circulation and it hurts really bad. The bottom tray doesn't fit all the way snug, and there is room between the top of their teeth and the alignment tray, the bottom also hurts due to not fitting right. The patient says that the top tray cuts their gums even more.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.